Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after 36.4 months of service. A different model guidant ICD was implanted without reported complication. The explanted device will be returned to guidant, where it will be analyzed for premature battery depletion.